Event description:
Healthcare professional reported "disloged breast implant" and ¿prone position for spine surgery". Later healthcare professional reported ¿history of breast cancer with bilateral mastectomy and breast reconstruction¿, ¿failure of the breast implant pockets with lateral and inferior displacement of bilateral breasts¿ and ¿deformity of reconstructed breast¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: malposition.